Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The dealer states the on/off switch will not cycle to turn the joystick off.

Manufacturer narrative:
Product was returned for evaluation. The expanded evaluation report states: utilizing existing complaint information, actual observations, and functional testing of the returned product in its "as received" condition, the complaint was confirmed for joystick not cycling power. Complaint of on/off switch will not cycle to turn the joystick off was confirmed. The underlying cause could not be determined after reviewing the documentation in this investigation.

Event description:
Product was returned for evaluation. The expanded evaluation report states: utilizing existing complaint information, actual observations, and functional testing of the returned product in its "as received" condition, the complaint was confirmed for joystick not cycling power. The dealer states the on/off switch will not cycle to turn the joystick off.